Event description:
Healthcare professional reported, "implant tear, while placing into patient". The device was not implanted. It is not known, if a back-up device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant tear, while placing into patient".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ broken device: observed, broken assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant tear while placing into patient." The device was not implanted. It is not known if a back-up device was used.